Event description:
Information received a smiths medical cadd solis vip pump alarmed cassette was leaking morphine. The event described the tubing puncturing the cassette bag and a home care patient reported leaking of morphine coming from cassette. A follow up revealed ' "the baxter bag has been pierced by the end of spike of device smith medical. It seems that the user pierced the bag's sheet just under the gondola because he pushed the spike too far." Pump is a smiths medical pump. A picture was provided on incident that occurred. No patient adverse events reported as morphine is not toxic and leak would be underdelivery if a new cassette was not replaced.

Manufacturer narrative:
Additional information: one photograph was returned for evaluation. In the picture it can be observed a spike connected to an IV bag, no leaks are detected fleeing from the connection nor spike. No testing could be performed because no samples were provided to perform a thorough investigation. During the manufacturing process, production personnel do a visual inspection to ensure that the material is in perfect condition. Quality takes a sample of 15 units at an interval of two (2) hours, prior to placing product in bag, in order to verify that parts are free of damage (scuffs, pinch marks, etc.), cracks, crazing, cuts, or other workmanship defects that can affect assembly function or appearance. Unable to confirm the reported customer complaint.